Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed that the unit gave an error code 1 when the test button was pressed and found the volume knob turned 360. To correct the complaint, the service repair ctr replaced the main pcb and replaced the stripped volume cable assembly. The generator was serviced and functionally tested, and was found to operate properly. The device history record has been reviewed and has passed qa inspection. The generator was serviced and returned to the customer. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that an error code 1 was rec'd during an unk procedure. They completed the case using a second generator with no pt consequence. During troubleshooting, it was found that the error code only occurred when the test button on the front of the generator was pressed. While in diagnostic mode, it was found that multiple overcurrent failure errors were rec'd. The onsite biomed decided to run the calibration procedures and was able to pass calibration 1, but could not pass calibration 2. The device will be sent in for analysis and repair.